Event description:
It was reported that the ventilator had no audible alarm. The ventilator was originally sent to a field service center where they found the alarm was functional but very low in volume. It is unk if the ventilator was connected to a pt when the reported problem occurred.